Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose with blood glucose of 50 mg/dl at the time of the incident. The customer stated the pump was over delivering and causing random extreme lows. The customer used soda to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported cosmetic damage on the insulin pump display. The customer had also noticed when they linked their meter and press the act button, the bolus wizard would clear up. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.